Manufacturer narrative:
Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. At this time, it is unknown what exact instruments were involved in this complaint, if any interventions were taken to locate and/or retrieve the broken fragment(s) that fell into the patient, if the broken fragment(s) were retrieved, if the patient developed any complications because of the reported issue, and what the patient's current status is.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgical staff alleged that an unspecified instrument could not be removed from a trocar. The surgeon reportedly attempted to use another unspecified instrument to straighten the instrument that could not be removed from the trocar. During the attempt, one of the instruments allegedly broke and fragments fell into the patient. According to the initial reporter of this complaint, the surgical procedure was completed robotically. The initial reporter did not know the status of the patient.